Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that after having an appendectomy, the pt was sent home on appropriate antibiotic therapy, but came to outpatient clinic on (B)(6) complaining of left upper quadrant pain, low pls, symptoms related to dehydration, and higher than normal flows and powers. A CT of the abdomen on (B)(6) 2014 was negative for any signs of abscess or infection and with IV fluid supplementation, the pt's pls did not improve. Therefore, the pt was placed on heparin drip with concerns of possible pump thrombosis/pump dysfunction. The pt's powers and flows were noted to improve after a few days with heparin infusion, but his pls remained unchanged. His ldh trended down daily. Within 72 hours of the event, the pt also noted to be requiring diuretics and displaying signs and symptoms of heart failure. On (B)(6) 2014, the pt was in the hospital room connected to the power module when the pump abruptly stopped. The hospital attempted to restart the pump by changing the system controller and placing the pt on batteries, but the pump would not restart. The pt was stable throughout the entire pump stoppage. The pt was taken to the operating room within an hour of the pump stopping and the pump was exchanged.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of vad-(B)(4). Upon disassembly of the returned pump, examination of blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to have formed in laminated layers, which is an indication that it developed over an undetermined amount of time while the pump was operating. Examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origins and a duration of time for which it were present in the outlet stator cannot be conclusively determined, the deposition appeared denatured and the contact marks on the outlet cone section of the rotor, suggest that the deposition was present while the pump was operating. Examination of the remaining blood contacting surfaces revealed depositions of tissue and blood in the lumens of the inlet tube, knitted inflow graft, inlet elbow, outflow graft and outlet elbow. Examination of the pump blood-contacting surfaces revealed depositions of denatured blood in the distal-side of the inlet stator, throughout the blood tube and rotor, and into the proximal-side of the outlet stator. The denatured blood was surrounding the thrombus formations found on the inlet bearing ball and in the outlet stator. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow cannot be conclusively determined. The thrombus formations and denatured blood found in the pump would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations and possible cessation of the motor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: initially pump powers spiked and ldh elevated, pt put on IV heparin. Ended up with emergent pump exchange due to pump failure, thrombosis 10-8,

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.